Event description:
Boston scientific received information that the right atrial (ra) lead had conductor and insulation damage. Additional information received indicated that the damage was only found during the generator change procedure. Ra lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.